Manufacturer narrative:
Based on additional information received it has been determined that this record was created in error. The underlying issue in this case does not meet the definition of a complaint, therefore this record is no longer considered a reportable malfunction.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the paddle need replacement. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.